Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and received results of 38 and 212 mg/dl. The normal control range is 93-128 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.